Event description:
The manufacturer received information that a ventilators lcd screen turned completely dark several times while in use. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the incorrect UDI number. The correct UDI number is (B)(4). It has been corrected on this report.

Manufacturer narrative:
The manufacturer previously reported that a ventilators lcd screen turned completely dark several times while in use. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The reported issue was not duplicated during an operational check. It was confirmed that the screen display was readable. The error log did not show any errors indicating abnormalities of the device. The display was replaced as a preventative recurrence. Final testing, battery check, valve check, run in tests and cleaning occurred which confirmed the unit operated properly.